Event description:
The health care professional reported injecting a patient with 2cc of evolysee form in the lips. Approximately 1.5 weeks post injection, patient experienced lumps and bumps in the mucosa with filler migration in the superior and inferior outer lip. The hcp dissolved the filler however, the symptoms persist. Safety database reference number: (B)(4).

Manufacturer narrative:
Complaint number: (B)(4). Fillers were injected into the patient and is not available for return. The event is a physiological event complication and analysis of the device generally does not assist in determining a probable cause of the event. This is a known potential adverse event addressed in the product labeling.